Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information and was guided through the reset process by technical support, which resolved the issue as the cgm error code did not reappear, allowing the customer to successfully start their sensor session.